Event description:
As initially reported per the observational post market study complaint form: on (B)(6) 2016 the device was placed due to extrinsic chronic obstruction with ureteropelvic junction obstruction via cystoscopy and ureteroscopy with retrograde pyelogram. Placement was confirmed via fluoroscopy. On (B)(6) 2016, 127 days post procedure the site reported decrease of kidney function. The device was replaced on (B)(6) 2016 with no further adverse events. The site related the event to the index device. Per the note ¿has had an increase in creatinine from 1.4 - 1.7. The stent does appear to be in a lower position which may be not draining completely¿ the site stated this occurred due to a device deficiency with the same description as above. The stent was replaced on (B)(6) 2016 successfully. Patient completed the study follow-up with no further adverse events or device deficiencies.